Manufacturer narrative:
H3 and h6 codes: updated. One used device was returned for investigation. During visual inspection, it was confirmed that the hinge portion of the epifuse connector was damaged and split in two. In our kit manufacturing process, 100% inspection is performed on the appearance of epifuse connectors before setting. Therefore, it seems that the hinge part cracked and damaged when using the epifuse connector. This event has a continuous trend of occurrence and is likely due to the molding design of the product. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the epifuse connector cracked under normal usage. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.